Event description:
I have had severe problems after having the laparoscopic nissen fundoplication (B)(6) 2011. My weight was (B)(6) pounds at the beginning. Two weeks later I started experiencing severe pain, gagging and severe weight loss. I never hurt until I eat. I have been to so many doctors and no one knows what to do with me. I had a redo. By (B)(6) 2012, I was down to (B)(6) pounds, so I had to have a feeding tube. My stomach started rejecting it so they had to remove the tube and I had so many tests and it showed nothing is wrong. Finally I made it to the (B)(6) and the surgeon there said that 60% of people that have had the laparoscopic nissen fundoplication. I have been on so many meds to try to figure out if it's severe gas or anything else they can think of. All of the tests they have ran have come out normal. I have no clue what else to do but maybe you all can. I have been to numerous websites and there are tons of people out there that are having the same problems. I have been to a rehabilitation to make sure it was not just in my head like some doctors said. The doctors and nurses would see how much I would eat and about 30 minutes later I would be in severe pain to being ok within 2 hours after eating. Then the same routine everyday. Here are some sights of other people that are going through the same things about the nissen. I am just desperate for answers and would not recommend this surgery to anyone. Doctors are starting to give up on me. Thanks laparoscopic nissen fundoplication patients with hiatal hernia can try to alleviate symptoms by taking over-the-counter medications or prescription medications losing weight, changing their diet, and avoiding smoking. If these actions fail to control the symptoms or complications appear, surgical repair of the hernia may be necessary. Nissen fundoplication is a surgical procedure used to treat larger, symptomatic hiatal hernia and reflux.